Event description:
The event involved a plum 360¿ infuser where it was reported that it is not pulling/dispensing from b line. There was no physical damage. There was unknown patient involvement, and no report of patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.